Event description:
It was reported that an ilet user attempted to pair a freestyle libre 3+ sensor to the ilet, received a sensor failure message during setup, and could not complete pairing; the ilet also approached a low battery state during the initial attempt, and the user later deferred sensor placement due to a planned finger surgery. Symptoms included no reported adverse physiological effects. Outcomes included no interruption of therapy beyond delayed cgm pairing and no medical intervention. Investigation included remote troubleshooting and user education on pairing workflow. Investigation of this case revealed that the event was attributable to unsuccessful cgm sensor pairing with subsequent resolution through user guidance and deferred sensor initiation. It was concluded that the device function was not demonstrated to be defective and that the issue was resolved with troubleshooting and user decision to initiate a new sensor later.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.